Event description:
It was reported the patient presented prior to a routine generator exchange. During interrogation, it was discovered the atrial lead exhibited low pacing impedance and noise that was oversensed and triggered pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.